Event description:
In 2009, the lay user/patient contacted lifescan (lfs) alleging that the onetouch ultra test strips were missing from the test strip vial. The complaint was classified based on the customer care advocate's (cca) documentation. The patient stated that she bought 3 boxes of 100 count test strips from the kaiser pharmacy and took them to peru. In 2008 at 8am, she reportedly discovered that the strips were missing from the second box of test strips. She then reportedly opened the last box of test strips. Eventually the following month in late 2008 at around 8am, she reportedly could not test her blood sugar since she was out of test strips. On the same day, at an unspecified time, she reportedly then experienced "excessive thirstiness and headaches" and as a result she had to "drink lots of water and had to reduce the amount of food." On the next day at around 3am, she reportedly "felt low" and reportedly had to take one glass of orange juice with an extra spoon of sugar. The patient was not tested on any other device. The cca noted that the closure seal on the package was intact prior to opening the box. During the troubleshooting, the cca noted that the alleged test strips were flagged as suspect for counterfeit labeling. The patient's test strips were replaced. Based on the provided information, this complaint is being reported since the patient reportedly experienced symptoms of hyperglycemia as well as hyperglycemia after the reported issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.